Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the tlc55 instrument after reload had no function. Another instrument was used to complete the case. There was no consequence to the pt. These devices were discarded by the hosp.